Event description:
Our rep is reporting to us that during an arthroscopic knee procedure, the distal tip of hex driver broke off into the patient's joint space. The fragment was easily and safely removed from the body, and the procedure was completed successfully without further issue or harm to the patient. Complaint device discarded by user.

Manufacturer narrative:
Mitek is, at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.